Event description:
A customer reported that there was an iop (intraocular pressure) control error during surgery. The error and recovery were repeated during the case. The surgery was able to be completed with the iop control off with vgfi (vented gas-forced infusion). There was no harm to the patient.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).